Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic and urinary tract infection had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, dermatitis allergic, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure administration. The reporter commented: plaintiff received treatment for pain, allergy, bladder/urinary problem. (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: case became serious incident. Imdrf codes updated. Reporter added. Essure removal surgery dates & details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, miscarriage, adenomyosis, urinary tract infection, urinary tract infection, endometriosis, depression, diabetes mellitus, menometrorrhagia, cesarean section, breast cancer, dysmenorrhea, nulliparous, gravida ii, cervical spinal stenosis and menorrhagia. Previously administered products included: mirena. The patient had a family history of cervical cancer and uterine cancer. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic and urinary tract infection had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, dermatitis allergic, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure administration. The reporter commented: plaintiff received treatment for pain, allergy, bladder/urinary problem. (B)(6) 2011 or (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral occlusion. [Pathology test] on (B)(6) 2017: gross description: designated "foreign body medical tubal device" are silver-colored coiled stretch wires, 1.8x 0.3 cmx. 13.1x 0.1 cm. No soft tissue is grossly identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic and urinary tract infection had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, dermatitis allergic, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure administration. The reporter commented: plaintiff received treatment for pain, allergy, bladder/urinary problem. 01-jun-2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral occlusion quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.